Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was eventually able to pair. No additional intervention was necessary. The patient was stable.